Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The exact cause of the reported event could not be conclusively determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, a microbiological culture was performed on the evis exera ii duodenovideoscope. Bacteria was detected. The scope will undergo a second test. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where the device is suctioned and flushed using an unknown detergent for pre-cleaning. The device is processed in a etd-double automated endoscope reprocessor (aer) with olympus detergent and disinfectant. The device is stored in an olympus drying cabinet. Olympus is the maintenance provider of the subject device. After due diligence, no further information was provided on the status of the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined and the reported event could not be confirmed. The following is included in the device instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct the "component code".